Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc5 shears were used by the surgeon for about 5 minutes when it started to make strange noises. Upon examining the shears, the surgeon noticed that the white plastic piece was missing. It could not be located in the pt. The circulator did not save the device other than the packaging. Another device was used to complete the case. The plastic piece is assumed to be in the pt.